Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) of the patient was not holding charge for long and for MRI capabilities. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the facility. No further information has been obtained.